Event description:
It was reported that the device delivered therapy to the patient (patient reportedly symptomatic prior to shock). Remote interrogation of the device indicated electrical reset. The ICD was explanted and replaced. There were no other patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) during normal operation of the device, an event caused a transient high current condition on vdd resulting in a momentary decrease in voltage vdd supply. The glitch detection circuit intitiated a power on reset (por) firmware operation. Performance data from the device shows that on (B) (6) 2010 at 18:57:39 the device recorded a vreg monitor por.